Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this dependent patient presented to the emergency room with syncope and was near syncopal. Noise oversensing was found, with no pauses greater than 2 seconds on this right atrial (ra) lead. A spike in pacing impedance was seen last month. The pacing impedance measurement went from about 600 to 1500 ohms. Noise was reproduced with arm movement. The physician decreased sensitivity and the lead was later abandoned surgically and replaced. The cause remains unknown and no abnormalities were observed under fluoroscopy. No additional adverse patient effects were reported.